Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the nurse was connecting the unspecified chemotherapy to the "IV clave and tubing cracked."the user is not certain how long the tubing has been in use. There was no report of patient harm.